Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe and persistent pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in june 2010, body mass index normal, multigravida, parity 3 ((B)(6)1996, (B)(6)1998, (B)(6)2004), ectopic pregnancy and ruptured ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal discharge, urinary frequency, dysmenorrhea, malaise, dysmenorrhea, heavy periods, fibroids, uterine enlargement, nabothian cyst and dysmenorrhea. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("severe and persistent cramping/lower right abdomen pain (sharp, pinching, persistent)"), back pain ("lower back pain (cramping, aching, sharp, ongoing)/lower back pain (cramping, aching, sharp, ongoing)") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with gastrointestinal inflammation and pruritus. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced feeling abnormal ("brain fog"), fatigue ("extreme fatigue"), pain ("achy feeling all over"), vaginal disorder ("extreme vaginosis") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, ibuprofen, oral contraceptive nos and surgery (hysterectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain and back pain had not resolved, the ectopic pregnancy with contraceptive device, pain, vaginal disorder, arthralgia and mental disorder outcome was unknown and the genital haemorrhage, abdominal pain lower, feeling abnormal, fatigue, weight increased and allergy to metals had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, genital haemorrhage, mental disorder, pain, pelvic pain, vaginal disorder and weight increased to be related to essure. The reporter commented: she was not advised of any complications from essure removal procedure. She was not recommended or suggested by her physician that she have her essure removed. Plaintiff had never experienced the claimed injuries before the date of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Current weight: 230 lbs. -she underwent on (B)(6)2011 via hysterosalpingogram. (B)(6)2013:surgical pathology report: clinical information: pre-op: menorrhagia, failed medical management and pelvic pain diagnosis: uterus and cervix, excision chronic cervicitis with squamous metaplasia, no dysplasia noted. Disordered proliferative endometrium without atypia. Benign adenomyosis and leiomyomata of myometrium. Right fallopian tube, excision: unremarkable fallopian tube, no atypia or endometriosis appreciated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received , new event ectopic pregnancy added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe and persistent pain') and ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included ectopic pregnancy in (B)(6) 2010, body mass index normal, multigravida, parity 3 ((B)(6) 1996, (B)(6) 1998, (B)(6) 2004), ectopic pregnancy and ruptured ectopic pregnancy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included vaginal discharge, urinary frequency, dysmenorrhea, malaise, dysmenorrhea, heavy periods, fibroids, uterine enlargement, nabothian cyst and dysmenorrhea. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding/bleeding"), abdominal pain lower ("severe and persistent cramping/lower right abdomen pain (sharp, pinching, persistent)"), back pain ("lower back pain (cramping, aching, sharp, ongoing)/lower back pain (cramping, aching, sharp, ongoing)") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with gastrointestinal inflammation and pruritus. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced feeling abnormal ("brain fog"), fatigue ("extreme fatigue"), pain ("achy feeling all over"), vaginal disorder ("extreme vaginosis") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and was found to have weight increased ("weight gain"). The patient was treated with hydrocodone, ibuprofen, oral contraceptive nos and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and back pain had not resolved, the ectopic pregnancy with contraceptive device, pain, vaginal disorder, arthralgia and mental disorder outcome was unknown and the genital haemorrhage, abdominal pain lower, feeling abnormal, fatigue, weight increased and allergy to metals had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, ectopic pregnancy with contraceptive device, fatigue, feeling abnormal, genital haemorrhage, mental disorder, pain, pelvic pain, vaginal disorder and weight increased to be related to essure. The reporter commented: she was not advised of any complications from essure removal procedure. She was not recommended or suggested by her physician that she have her essure removed. Plaintiff had never experienced the claimed injuries before the date of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Current weight: 230 lbs. -she underwent on (B)(6) 2011 via hysterosalpingogram. (B)(6) 2013:surgical pathology report: clinical information: pre-op: menorrhagia, failed medical management and pelvic pain diagnosis: uterus and cervix, excision chronic cervicitis with squamous metaplasia, no dysplasia noted. Disordered proliferative endometrium without atypia. Benign adenomyosis and leiomyomata of myometrium. Right fallopian tube, excision: unremarkable fallopian tube, no atypia or endometriosis appreciated. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe and persistent pain") and genital haemorrhage ("heavy bleeding/bleeding") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included body mass index normal, multigravida, parity 3 ((B)(6) 1996, (B)(6) 1998, (B)(6) 2004), ectopic pregnancy and ectopic pregnancy in (B)(6) 2010. Previously administered products included for an unreported indication: depo provera in (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe and persistent cramping/lower right abdomen pain (sharp, pinching, persistent)"), back pain ("lower back pain (cramping, aching, sharp, ongoing)/lower back pain (cramping, aching, sharp, ongoing)") and arthralgia ("joints pain"). In (B)(6) 2013, the patient experienced allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel") with gastrointestinal inflammation and pruritus. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), feeling abnormal ("brain fog"), fatigue ("extreme fatigue"), weight increased ("weight gain"), pain ("achy feeling all over"), vaginal disorder ("extreme vaginosis") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with hydrocodone, ibuprofen, oral contraceptive nos and surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and back pain had not resolved, the genital haemorrhage, abdominal pain lower, feeling abnormal, fatigue, weight increased and allergy to metals had resolved and the pain, vaginal disorder, arthralgia and mental disorder outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, arthralgia, back pain, fatigue, feeling abnormal, genital haemorrhage, mental disorder, pain, pelvic pain, vaginal disorder and weight increased to be related to essure. The reporter commented: she was not advised of any complications from essure removal procedure. She was not recommended or suggested by her physician that she have her essure removed. Plaintiff had never experienced the claimed injuries before the date of essure placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. (B)(6). -she underwent on (B)(6) 2011 via hysterosalpingogram. Most recent follow-up information incorporated above includes: on 27-nov-2017: the case was upgraded in the incident category. This case concerns (B)(6) patient. Patient demographics were updated. Historical conditions were added. Lab data added. Essure indication was added. Essure implantation and explanation date was added. Event's: severe and persistent pain/ pelvic pain ((B)(6) 2011 through (B)(6) 2013 while essure was implanted); brain fog, severe and persistent cramping; itchy legs (itching on my legs); extreme fatigue; weight gain; heavy bleeding/ bleeding; achy feeling all over; extreme vaginosis (antibiotics for bacterial vaginosis); lower right abdomen pain (sharp, pinching, persistent; lower back pain (cramping, aching, sharp, ongoing); allergic to nickel/hypersensitivity reaction to nickel with uncontrollable itching; inflamed abdomen; joints pain; gall bladder removal; pregnancy essure caused or aggravated any psychiatric and/or psychological condition. Following the removal of her essure implants, her symptoms resolved, including brain fog, cramping. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.